Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the turbine module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Evaluation of received device's logs, confirmed the claimed pressure transducer test failure with error code 8. Further investigation of turbine related to CAPA performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid 19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back and forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo air devices and as spare part. However, the turbine module serial number was not provided. Therefore, it is not possible to determine whether the defective turbine was manufactured before or after corrective actions were introduced. Since, the production date of the turbine module is unknown and the claimed part was not returned for further investigation, the root cause has not been determined.